Manufacturer narrative:
Exact date unknown, event occurred on (B)(6) 2020.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. The explanted paddle lead will not be returned. No further information could be obtained despite good faith effort.